Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull-off occurred? The needle was removed from the patient. I am not aware of the specific tissue/location being sutured during the case this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent a hernia repair procedure (B)(6) 2021 and barbed suture was used. During the surgery, after the third pass the needle separated from the suture. Anther like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.